Event description:
It was reported a malfunction 15 occurred. There was no adverse impact to the customer's blood glucose level. In response to the malfunction, the customer was advised by technical support to use multiple daily injections as backup therapy. Technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it using a pre-paid label, ensuring a replacement pump is provided.